Event description:
During preventative maintenance of the device, the hospital based biomedical engineer observed an "overspeed 1" error message on the back up roller pump. The biomed replaced the central processing unit circuit board to resolve the issue. The subject circuit board was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.